Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was experiencing difficulty in getting the stimulation to work the way she wanted it too. It was determined the lead was fractured. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced.